Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system recently felt unwell and was hospitalized. Upon review, the right ventricular (rv) lead exhibited elevated, out-of-range pacing impedance measurements (greater than 3,000 ohms). A lead revision procedure was scheduled but has not yet occurred. Boston scientific technical services (ts) was contacted for a reprogramming discussion to prevent pacing inhibition, as the patient is pacemaker-dependent. Ts provided potential reprogramming options and recommended thorough provocative maneuvers to ensure adequate therapy delivery. Maneuvers were performed and as soon as the device was touched, pacing inhibition was noted. The physician elected to reprogram the device to the magnetic resonance imaging (MRI) mode. A request to the field has been made for additional information regarding the involved healthcare facility, this crt-d identifying details, and the event resolution. Further details will be provided, once available. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported. It is currently unknown if the rv lead is a boston scientific product.